Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for a complete supply change and was using an infusion set with a dexcom g7 sensor that remained paired with an outdated code, resulting in the ilet not delivering insulin for several days while the user managed glucose with injections until a new prescription was obtained. Symptoms included hyperglycemia with a reported blood glucose of 273 mg/dl before returning to 165 mg/dl after the supply change and reconnection. Outcomes included transient elevated glucose without hospitalization, emergency treatment, or alarms. Investigation included review of device data and user report, confirmation of no insulin delivery over several days, and troubleshooting that restored sensor connectivity and insulin delivery. Investigation of this case revealed that insulin delivery was interrupted due to the sensor not being connected to the ilet because the previous dexcom g7 code remained active, and the issue resolved after updating supplies and pairing. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user-reported transitions in therapy and sensor pairing status. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.